Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards european affiliate, during a transfemoral tavr procedure, after the implant of a 29mm sapien 3 valve, one leaflet showed no movement, causing severe aortic regurgitation. Attempts were made to stimulate the leaflet with the wire and pigtail catheter with no result. A second sapien 3 valve was implanted with good results. Information concerning the annular diameter, degree of annular calcification, native leaflet calcification and aortic root calcification was not provided.

Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The valve was not returned to edwards lifesciences for evaluation. A review of the DHR, physician training manual, ifus were performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During manufacturing all sapien 3 frame components undergo multiple 100% inspections. All sapien 3 valves undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance or device malfunction caused the reported event. In this case, the exact cause of the motion restrict leaflet could not be determined. Procedural factors (leaflet impingement in a severely calcified native valve, impingement of a leaflet due to the guidewire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.